Manufacturer narrative:
A medtronic representative went to the site to test the navigation system. The system passed the system checkout and was found to be fully functional. No parts required replacement and the issue could not be reproduced. The UDI and device manufacture date has been updated with the correct information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique device identifier (UDI) is unavailable. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, a computed tomography (CT) exam could not be transferred to the navigation system through the cranial application software. It was noted that two MRI's could be loaded without issue. On the CT, it was noted a red x appeared indicating the exam could not be used for navigation. The CT could be loaded onto the navigation system through digital intercommunication of medicine (dicom) query retrieve (q/r). It was noted that other CT's could transfer from electronic picture archiving and communication systems (pacs) without issue. The scan was no longer available on the scanner so a re-save and send could not be performed. The site opted to continue the procedure without the CT and only navigate the mr. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the behavior described was the intended functionality of the application software. The investigation concluded that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The CT was found to have gantry tilt and when loaded on the navigation system, it was noted the exam had a 1 slice red x exam when loaded in the application software.